Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 300 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was 528 mg/dl. Diagnosed diabetic ketoacidosis. Customer was in ICU for three days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.